Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, an indwelling peripherally inserted central catheter (PICC) became occluded/blocked; the PICC had been inserted on (B)(6) 2026 by an interventional radiology team under imaging guidance. The affected device was removed and replaced with another device. There were no reports of patient injury, harm, or adverse health consequences associated with this event, the patient's condition was reported as "fine," and no additional medical intervention was required beyond that described.